Event description:
Follow up information identified the patient's entire system was removed. The patient remains on IV antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at the ipg site. The patient underwent surgical intervention where the ipg was removed. The patient was hospitalized a few days where he was treated with IV antibiotics.

Event description:
Additional information revealed that the infection has resolved.